Event description:
Literature: bonouvrié la, van schie pem, becher jg, van ouwerkerk wjr, reeuwijk a, "jeroen vermeulen r. Effects of intrathecal baclofen on daily care in children with "secondary generalized dystonia: a pilot study. European journal of paediatric "neurology. 2011;15(6):539-543. Doi:10.1016/j.ejpn.2011.05.003" summary: the authors perform a pilot study to determine if intrathecal baclofen (itb) "improves daily care and decreases dystonia and pain in patients with dystonic cerebral "palsy (cp)." Reportable event: the authors report that one patient experienced catheter blockage and "meningitis using an external catheter". The interventions take for this event was "catheter removal and antibiotics." See literature article attached to MFR report number: "3007566237-2012-00148".